Event description:
It was reported that the patient underwent a l4-s1 anterior lumbar interbody fusion utilizing rhbmp-2/acs at two levels and ocelot cages. Following the procedure, the patient continued to suffer from severe back pain, swelling and nerve pain. In (B)(6) 2012, the patient presented to the emergency room with increased abdominal pain, nausea and vomiting. After undergoing diagnostic testing, the patient underwent corrective surgery for a complete small bowel obstruction. During this procedure it was noted her small bowel was stuck to the orthopedic hardware, or the ocelot cage/bmp device. The patient remained in the ICU and on an ng tube for several days. The patient continues to suffer severe pain and constant nausea, and underwent significant rehabilitation after the surgery. The patient reportedly has never recovered from her surgery and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living. Reportedly the patient suffered injuries and damages, including but not limited to, corrective surgery, chronic pain, and neural impingement.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient presented with pseudoarthrosis and spondylolisthesis at l5-s1. The patient underwent surgery for posterior exploration spinal fusion, foraminotomy, laminectomy l5-s1, partial l4, bilateral pedicle screw instrumentation with arthrodesis and reduction of spondylolisthesis partial l4 to s1, posterolateral intertransverse arthrodesis l4-s1. Anterior transabdominal exposure of spine for exploration of fusion, removal of anterior instrumentation, partial anterior corpectomy, anterior reconstructive surgery with intervertebral device l5-s1. Rhbmp-2/acs mixed with local bone was placed over the transverse processes of l5-s1. Rhbmp-2/acs with corticocancellous bone chips and ceramic granules was placed over the lateral spinal gutters. For the anterior procedure, rhbmp-2/acs, autograft, and allograft were placed in a cage. At 183 days post-op, the patient presented for follow-up. Per the physician's notes, the pain which improved after surgery is again ex acerbating. There is persistent left l5 sensory symptom. At 215 days post-op, a lumbar CT was interpreted to indicate "satisfactory interval placement of anterior and posterior fusion devices traversing l4, l5, and s1, bilateral laminectomies and anterior fusion by means of instrumentation at the level of l5-s1. No complications are evident. There is now 12mm of anterolisthesis of l5 upon s1." At 319 days post-op, the patient presented for follow-up and reported having difficulty holding her urine and bowel in the past 7 months. On exam, hypoalgesia is noted in the perianal and perivulvar-inguinal region. Surgeon notes "she may have cauda equine syndrome related to her back." At 397 days post-op, an MRI was interpreted to indicate "there may be some mild anterior displacement of the cages with depression of the upper anterior aspect of s1. I cannot identify any instability of the hardware. There is a grade ii l5-s1 spondylolisthesis. There is apparent stenosis of the neuroforamina at l5-s1 but no significant stenosis of the canal is suggested. Above l5 there are no significant findings. Further assessment of the hardware 15 suggested, perhaps with a combination of plain film imaging and CT scanning." At 426 days post-op, the patient presented for follow-up with pain in the lower back and extremities, and diffuse arthralgias over the upper back. At 651 days post-op, the patient presented for neurological follow-up with left leg pain and weakness greater than the right. The patient also reported neck pain, dizziness, and headaches, and radicular pain into the upper extremities. Cervical MRI shows herniated disc at c4-5. Review of lumbar MRI and CT scan showed stable findings and no findings to indicate a need for further surgical treatment. Dr. Recommends a spinal cord stimulator for trial due to chronic pain symptoms. At 665 days post-op, the patient presented for procedure to treat small bowel obstruction. "The first point of obstruction was at the small bowel, was pinned down and plastered to her l5-s1 junction which had a previous fusion and there was a hardware plate inserted. This caused a kink in the bowel and a high-grade partial obstruction in this spot which dilated the bowel proximally, such that the bowel then became trapped underneath an adhesion causing the complete bowel obstruction. The segment of the small bowel that was stuck down onto the orthopedic hardware was removed." At 725 days post-op, the patient presented for an office visit. Per the physician's notes, the patient alleged that "the material they used during her back surgery had caused some ectopic bone growth that grew into/around her intestine." At 826 days post-op, the patient presented for follow up. Per the physician's notes, the patient has been approved for temp dorsal column stimulator. At 829 days post-op, the patient presented for follow up. An MRI of lumbar spine was interpreted as follows: "showed a grade 3 spondylolisthesis for foraminal narrowing at the l5-s1 level impinging on the l5 nerve roots bilaterally." "Degenerative disc disease of the cervical spine with myelopathy." At 875 days post-op, the patient presented to the ER with constipation. Diagnosed with gerd.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2009 ap and lateral lumbar views show anterior pyramid plate with alif at l5/s1. On (B)(6) 2010 single lateral fluoroscopic view shows pedicle screws have been added l4, l5, s1. On (B)(6) 2010 ap and lateral lumbar films show same construct of pedicle screws l4 to s1 with anterior plate at l5. Brace is on. On (B)(6) 2010 ap chest x-ray shows some blunting of left lung base. On (B)(6) 2010 CT angiography. No spinal findings. On (B)(6) 2010 ap, lateral and dynamic lumbar x-rays appear to show no movement l4 through s1. On (B)(6) 2010 ap and lateral lumbar x-rays continued l4,l5,s1 pedicle screws with anterior l5/s1 plate and screws. On (B)(6) 2011 lumbar CT shows bilateral anterior cages at l5, pedicle screws at l4, l5, s1. Canal contents are obscured by artifact. No evidence of interbody device at l4. Good position of screws. No evidence of heterotopic bone, lysis, or fluid collections. On (B)(6) 2012 CT abdomen shows some dilatation of small bowel. No new spinal pathology. On (B)(6) 2012 CT abdomen shows previously noted construct in spine. Bowel obstruction appears to have cleared. Bowel clips are present, new since (B)(6) suggesting interval bowel surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.